Event description:
The reported description notes that the monitor was not alarming. No pt injury has been alleged.

Manufacturer narrative:
(B)(4). The reported description notes that the monitor was not alarming. No pt injury has been alleged. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.